Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown baclofen (n/a mcg/ml at n/a mcg/day) via an implantable pump for unknown indications for use. It was reported that the healthcare provider (hcp) reported that the patient had magnetic resonance imaging (MRI) on (B)(6) 2024 and at that time reported warmth around the pump and then starting on (B)(6) 2024 reported an increase in spasms and pain. The pump was checked after MRI but she would like to have it checked again. Transferred to nas to contact local rep.